Manufacturer narrative:
The complaint device has not yet been received; however, a batch record review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot conclude as to what may have caused the needle to break. However, historically, this type of failure has been attributed to the possibility that the user may have hit bone or some other object when deploying the needle through the soft tissue causing the distal portion of the needle to possibly fatigue and break off. Also, this is a single use device, and it was not established that the device was used only once, which could have led to this particular failure mode as well. Outside of these hypotheses and consideration, no conclusions can be drawn. When the device is received, it will be subjected to a root cause failure analysis; if the evaluation conclusions differ from the above hypotheses then a follow up report will be submitted noting the actual root cause failure analysis. At this point in time no corrective or further action is necessary, however, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Awaiting return of complaint device.

Event description:
Patient issue - tip broke; it is reported to mitek that during an arthroscopic shoulder procedure a portion of the distal tip of an expressew iii flexible suture passer needle broke off into the body. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the patient.